Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2017, and found that the instrument peripump dispensing volume was too low, so the peripump and probe were replaced. Subsequently, the instrument was then found to be operating as expected.

Event description:
On (B)(6) 2017, a european customer site in (B)(6) reported an unexpectedly positive rh (d) antigen typing outcome, when tested on a galileo echo instrument.